Event description:
The pt underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted arteriotomy closure with a prostar plus 8 fr pvs device. Marking could not be obtained, in spite of repeated flushing of the marker lumen. An attempt to re-insert a guide wire in order to swap the device for a second one was unsuccessful. The needles were not deployed. The device became stuck in the pt. The device was surgically removed and a suture placed to close arteriotomy. The pt did fine without further difficulties. Attempts to obtain further info have been successful in clarifying what part of the device was stuck or how it was stuck. No pt info was available. The device was discarded by the hospital as the pt had no infection prior to the procedure.